Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient experienced an event of wrinkled and deformed infusion set package on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - hong kong.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6000206 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area for the code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). Complaint investigation: the reference samples for the lot 6000206 have already been previously tested in the complaint (B)(4) on 23/apr/2025. Additionally, a visual inspection was performed. Test results: visual test according to wi version 3 on reference samples under section 6.1, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6000206 was manufactured according to the wi version 74 manufactured in the line multivac 12, on 21/mar/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/apr/2025 against malfunction code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld) and lot 6000206 and no other complaint has been registered in database for the same lot 6000206 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.